Event description:
Related manufacturing reference number: (B)(4). It was reported that the patient presented remotely via merlin.net. It was noted that there was r-wave amplitude variation with no under-sensing observed on the right ventricular (rv) lead. The patient was asymptomatic. Additional information received indicated the r-wave amplitude variation led the implantable cardioverter defibrillator (ICD) to misinterpret a rapid ventricular rate (rvr) due to an ongoing atrial fibrillation (af) episode. The r-wave sensing was decreased, and the temple matching algorithm was programmed to 70% in addition to changing the ventricular tachycardia (vt) monitoring zone 2 to 200 beat per minute (bpm). The patient was stable throughout.